Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose level readings were given. The customer reported multiple no delivery alarms from the insulin pump. The battery of the insulin pump was replaced several times to no avail. The insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump had a cracked case at a display window corner, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.